Manufacturer narrative:
(B) (4): analysis of the neurostimulator (B) (4) revealed 'no significant anomalies.' The device failed the automated test console due to the battery not being in a new condition. The device was functionally ok. Extension (B) (4): the extension was severely twisted upon itself, probably caused by neurostimulator flipping in the pocket. Three straight wire conductors were broken from overstress damage (one in the middle of the straight wire, and two at the coil to straight wire crimp sleeve). Extension (B) (4): the extension was severely twisted upon itself, probably caused by neurostimulator flipping in the pocket. Two straight wire conductors were broken in the middle of the straight wire. Lead sn: unk: all four conductors are stretched, crushed, and broken 5.0 cm from the proximal end. It is suspected that the conductors broke due to the stress placed on them from the extensions being severely twisted. Lead sn: unk: all four conductors appear stretched, crushed, and broken 4.6 cm from the proximal end. It is suspected that the conductors broke due to the stress placed on them from the extensions being severely twisted.

Event description:
The implantable neurostimulator and extensions were returned to the MFR with no clinical info. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.